Event description:
It was reported that shortly after the initial implant, the atrial lead dislodged, and was repositioned. A couple days later, the lead dislodged again, and was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The analyst noted that the lead was received with the helix extended. Blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.